Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained an unknown brand of baclofen. It was reported on (B)(6) 2012, the patient presented for procedure to remove the pump and catheter system. The patient had a history of cerebral palsy with mixed dystonia and spasticity. His pump had never really worked well for him. At lower rates, it did not control his symptoms well, and at higher rates, he could no longer walk. He had weaned all the way to 25 mcg/day; the lowest the pump could go without turning it off. The patient and his parents wished to have the pump explanted. Prior to removing the pump and catheter, the hcp withdrew cerebrospinal fluid (csf) easily from the side port just to make sure that the system was flowing well, and it was. After removal of the catheter, csf welled out through the hole in the fascia through which the catheter had previously passed. The incision was irrigated with antibiotic-containing saline. After the procedure was completed, the patient was ready to have impacted wisdom teeth and a supernumerary tooth removed by another hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.